Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device was explanted due to an unspecified reason and successfully replaced. No additional adverse patient effects were reported. This device has been received for analysis.